Event description:
A pk papyrus covered stent system was selected for treatment of the rca. The device failed to cross to desired location and was removed. After removal it was found that the stent covering detached from the stent delivery system and remained in the rca. The stent remained on the deployment system and was reinserted inside the covering, proximal to the perforation site, and deployed within the covering. A second 2.5/20 pk papyrus was then delivered distal to the first pk papyrus and deployed at the desired location.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician did not comment if the occurrence is rated as procedure-related complication or device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.